Manufacturer narrative:
(B)(4).

Event description:
The 1st reload wouldn't fire on (egia60amt) on idrive. The 2nd reload was used on the handle. The 2 nd reload only fired to 45 and wouldn't continue to transact the tissue. Reinforcement material used. Baxter peristrip. No tissue loss, blood loss. No extended hosp stay. No extended or time. Patient is currently doing fine.

Manufacturer narrative:
(B)(4).